Event description:
User alleged that the ventilator failed to ventilate the pt. According to the user, when the ventilator was attached to the pt, she could hear a clicking noise, but the manometer needle on the ventilator did not move and there were no clinical signs that the pt was being ventilated, i.e., chest rise. The user switched the pt onto a different ventilator. The pt did not suffer any adverse consequences.

Manufacturer narrative:
The ventilator along with the gas supply input hose was returned to smiths medical pm, inc. And evaluated. No problem was found with either the ventilator or the hose. See attached copy of csr 76649. H6: based on the info provided to us by the user and the fact that we could not find anything wrong with the ventilator or the hose, we suspect that the ventilator was not being powered with an adequate gas supply. To simulate this, we hooked a parapac ventilator to a gas supply regulated at a lower pressure, approx 25-30 psi, which resulted in a flow to the ventilator of approx 35 lpm. The ventilator requires a flow of 45 lpm to power it. With the regulator set to 25-30 psi, you can hear a clicking noise which is the piston in the ventilator and the manometer on the ventilator does not move. The ventilator is unable to cycle properly because of the low flow. What was observed is very similar to what was described by user.